Event description:
The ventilator suddenly stopped ventilating patient. It gave continous audible alarm at the time of shutdown while all led screen became black. The ventilator seemed operating fine after a hospital staff turned it off and back on again. The ventilator was evaluated at the dealer facility, however, the reported failure was not duplicated. Additional information obtained: the hospital staff was not able to determine whether the ventilator gave audible alarm prior to shutdown. Please note that there was no severe injury or death reported from the incident.